Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate the issue. Therefore, a root cause cannot be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A nurse contacted baxter to report having problems with the dialyzer foaming on the blood side, resulting in the system triggered air alarms. The problem was noted during patient use; there was no patient injury or medical intervention. No additional information is available.